Manufacturer narrative:
The device was returned to the MFR and a sample of the fluid was taken for further analysis. This report will be updated when the eval is completed.

Event description:
It was reported that there was a blood-like substance in the drill. This was discovered during a case. The case was completed and there were no adverse consequences related to this event.